Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were telemetry problems with the device. The device had already reached elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.